Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap gastric bypass - "2 clips placed on bleeding stapled seam, one clip fell off." Patient status - ok.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that there was excessive spacing between the tips of the jaws. This excessive spacing caused the loaded clips to move beyond the tips of the jaws, which may have contributed to the customer's experience with the device. The excessive spacing between the jaws may be due to improper assembly or by closing the jaws on a rigid object. On march 18, 2016, applied medical issued a voluntary recall of the ca090 direct drive® clip applier due to increased customer feedback indicating inconsistent clip application. Although malformed clips are typically readily apparent to the user, this failure mode may lead to unoccluded vessels. We regret this disruption in supply, yet believe that this is in the best interest of our customers. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.